Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the pocket site was not revised. The pinching and burning sensation that the patient felt was describe to be occasional discomfort and has not gotten better or worse, it remained the same.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient was no longer complaining of unusual discomfort at the pocket site and that there will be no further interventions will be made.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein a 70-cm percutaneous lead was implanted. The patient was doing well following the procedure.